Manufacturer narrative:
(B)(4). Device is a combination product (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device crossed the lesion and was pulled back to place the stent, the stent came off from the stent delivery system and moved down in mid lad. A 1.5mm balloon catheter was advanced in an attempt to retrieve the detached stent but was unable to cross the lesion, and the procedure was aborted. No patient complications were reported and the patient's status was fine.